Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent via a plum pump. After an unspecified length of time in use, a leak of solution was noted from an unspecified location of the filter of the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed and if the leak of solution was cleaned up according to the user facility's protocol.